Event description:
The port on one of the catheter lumens broke off (while still in the pt). The lumen was knotted. Catheter was inserted in the or in 2000; incident occurred 4 days later in critical care; catheter was removed by an rn on the unit on 5th day.